Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR¿s report number: 1222780-2012-00287. During a myosure procedure for uterine tissue removal there was a fluid deficit immediately after the physician started to cut the fibroid. At ¿3 minutes¿ the pt¿s fluid deficit was 2700 cc. Saline was used for the distention medium. The physician suspected a perforation and aborted the myosure procedure. A hysteroscopy was performed, but no perforation visualized. At this point, the physician then performed a novasure endometrial ablation and received three unsuccessful cavity integrity assessment (cia) tests. The physician aborted the novasure and performed a hysterectomy at the pt¿s request. The patient did not exhibit symptoms of fluid deficit and there was no intervention to the patient due to the fluid deficit. On (B)(6) 2012, it was reported the pt was ¿doing fine¿.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex fluid control system not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).